Event description:
Pt reported to the prodisc pt assistance program: pt implanted with prodisc-l at l5-s1 for herniated disk on (B)(6) 2010. Pt complained of increasing nerve pain. Post-operatively, it was on x-ray images that pt's implant is approx 8mm off mid-line. Pt is scheduled for spinal fusion on (B)(6) 2012. This is two of three reports for this event.

Manufacturer narrative:
Reported date of removal: not verified. Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unrelieved pain is an inherent risk with both fusion and non-fusion devices, and is often related to proper patient selection, but improper device placement can be a contributing factor. The prodisc-l surgical technique guide and surgeon training address selection and placement of the prodisc-l implants. Prodisc-l instruments facilitate midline placement, and proper placement can be achieved with the proper use of fluoroscopic imaging. Back and lower extremity pain either singularly or in combination is currently listed in the summary of safety and effectiveness for both the pro-disc l and charite devices, and the overall rate of occurrence reported is consistent with the clinical history to date. Based on the information provided, it is not possible to determine the exact root cause of the continued pain. The design risk assessment was reviewed and found to be adequate for the intended use. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.